Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) reported the one touch vita meter would not power on. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2011, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to this issue. Twenty minutes afterwards, the patient experienced the symptoms of dizziness, nausea and shaking. She did not seek any medical attention or treatment. The patient manages her diabetes with a combination of insulin and oral medications. It would have been helpful to determine what time of day this issue occurred, what the patient's meter readings were prior to the event, what meals and medications had been taken prior to the event, and the patient's diabetes regimen. Troubleshooting revealed the patient had recently replaced the meter's battery, and that the test strips were incorrect, which can cause the meter to not power on. The meter and test strips were replaced. The patient's technique was incorrect in that she used the incorrect test strips for the reported meter. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k082513.

Manufacturer narrative:
Follow-up #1 (7/18/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have broken/loose battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.